Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, delamination.

Event description:
Healthcare professional reported right side "deflation" and "faulty valve found floating around in shell". Device has been explanted.

Event description:
Healthcare professional reported right side "deflation" and "faulty valve found floating around in shell". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on anterior and delamination of the valve leak test and microscopic analysis was performed which identified: one striated opening curved on anterior and delamination total of the valve. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. A delamination total of the valve (adhesive failure).